Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "hose was torn near the hang piece. The device was received from sterile processing who placed the drill in the cart located in the 'biomed' department." The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.